Event description:
It was reported, that a hole in the insulation of the monopolar curved scissors (mcs) instrument was observed during a da vinci s surgical procedure. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the distal end of the main tube has a .260" x .011" burned section with a hole. The burn mark's center is located approximately .600" above the tube extension. Localized material removal around the hole indicates an arcing event occurred. Disassembly of the instrument revealed that the tube extension and hypotubes were charred in the same location as the hole. A crack in the distal end of the tube was observed halfway between two of the slot features and leads to the lower edge side of the burned area. Engineering concluded that the crack in the tube most likely created a path for arcing. The source of the crack is indeterminable.